Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after an ablation procedure for atrial fibrillation, the device went into back-up vvi mode and therapy was disabled. The device was programmed back into normal settings and remains implanted. There were no adverse consequences to the patient during this event.